Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer reported a signal loss which prevented the sounding of high and low glucose alarms. As a result, customer was unaware of changes in glucose levels and experienced a fall and "knocked themselves unconscious". Customer was unable to self-treat and had contact with an hcp who obtained a reading of "0.7 mmol/l" and provided treatment of glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Activated sensor with known good reader and verified bluetooth low energy (ble) is successful. Accuracy test was performed, sensor was wrapped in foil to simulate signal loss. Signal loss message was observed after testing. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer reported a signal loss which prevented the sounding of high and low glucose alarms. As a result, customer was unaware of changes in glucose levels and experienced a fall and "knocked themselves unconscious". Customer was unable to self-treat and had contact with an hcp who obtained a reading of "0.7 mmol/l" and provided treatment of glucose. There was no report of death or permanent injury associated with this event.